Event description:
It was reported, that the patient presented in the hospital. With implantable cardioverter defibrillator (ICD), eroded through the patient's skin. The ICD was explanted and replaced with a competitor's leadless pacemaker on (B)(6) 2024. Later, it was discovered, that the patient had a site infection. And all the abandoned leads-right ventricle lead, left ventricle lead and atrial lead were explanted on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.